Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation summary: an empty opened foil, an empty winding former, a paper lid, a suture and detached needle of product code (B)(4), lot llm999 were returned for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined and the insertion end was measured and did not meet the requirement. Per the sample condition, the assignable cause of the performance pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. The reported complaint was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an canine underwent an ovariectomy procedure on an unknown date and suture was used. The needle detached at swage after one passage through tissue. Had to open another packet to complete procedure.